Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl balloon catheter was advanced for post-dilatation. However, the balloon ruptured at 5 atmospheres. The device was removed and completed the procedure with a new balloon. There were no patient complications reported.